Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the control unit was not functioning, defective and was burnt out on the small battery drive device. It was further determined during the pre-repair diagnostics assessment that the device failed for check status of development, general condition, check the off/osc/on switch mode function, check the oscillation angle, check the triggers and electronic control unit (ecu) function, check switching function, check compatibility between colibri / sbd and colibr ii/sbd ii and for check power at the motor with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.